Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type 2 endoleak using ruby coils. During the procedure, the physician advanced a ruby coil in the target vessel using a lantern delivery microcatheter (lantern); however, the ruby coil would not take its intended shape and therefore it was removed. Upon re-sheathing the ruby coil, it unintentionally detached inside its introducer sheath. The procedure was therefore completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.